Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer was disconnected from insulin pump and was given manual insulin injections during hospitalization. Blood glucose level was over 500 mg/dl at time of hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Device did not alarm and was found to be functioning properly. Advised customer to monitor device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.